Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/08/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the lens was not returned. Considering the condition of the return additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent a bilateral symfony intraocular lens implants. Model zxt 300 were implanted in both eyes. After implantation the patient experienced starbursts in both eyes. Patient did have 1 diopter of residual astigmatism in the right (dominant) eye giving uncorrected visual acuity (ucva) of 20/25 and 20/20 ucva in the left eye. Patient's vision remains the same with minimal residual correction in place (best-corrected). Patient's near vision is good at j2 in both eyes. Patient is happy with her near vision. They explanted the zxt 300 in the right eye and replaced it with a zxt 400 to correct the residual astigmatism and hopefully reduce the dysphotopsia. Patient is 20/40 1 day post. This report will capture the zxt iol explanted from the right eye.

Manufacturer narrative:
Corrected data: the initial report incorrectly reported that a zxt 400 was used as the replacement lens. The correct replacement lens was a zct 400 lens. All pertinent information available to abbott medical optics has been submitted.